Event description:
The autopulse platform (s/n (B)(4) was used to resuscitate a patient in cardiac arrest. The autopulse platform functioned as intended for the duration of transporting the patient to a hospital. After the ambulance crew transferred the patient to the hospital bed, they paused the autopulse platform for rhythm analysis. When the crew pressed the start/continue button, the platform displayed "system error, out of service, revert to manual CPR." Manual CPR was performed immediately, and hospital personnel took over the resuscitation attempt. The ambulance crew contacted zoll technical support and troubleshot the issue, but the "system error" persisted. No consequences or impact to the patient.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
The reported complaint that the autopulse platform (s/n (B)(6) displayed "system error, out of service, revert to manual CPR" was confirmed during the review of the platform's archive data and functional testing. The root cause of the reported system error was the defective processor board (pca), likely due to the aging of the device or due to a defective component. The autopulse platform was manufactured in december 2015 and has exceeded its expected service life of 5 years. Visual inspection of the returned autopulse platform revealed a cracked front enclosure at its front-end area, and multiple cracks/breakages were observed at the screw well area of the bottom enclosure. The observed physical damages were unrelated to the reported complaint and appeared to be the characteristics of harsh impacts due to user mishandling. The damaged enclosures were replaced to address the observed issues. The archive data from the system contained limited information, and therefore, the zoll service personnel was unable to verify the reported system error in the log files. The archive data had become corrupted, likely due to the defective processor board. However, the platform and diagnostic service pc were able to communicate and confirmed a system error - 132 (internal watchdog timeout), confirming the reported complaint. The autopulse platform failed functional testing due to the "system error, out of service, revert to manual CPR" displayed upon powering up the device, confirming the reported complaint. Investigation revealed that the root cause was the defective processor board (pca), and it was replaced to remedy the fault. Following service, the autopulse platform was subjected to a run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(6).